Event description:
It was reported that bd intima-ii y 18gax1.16in prn ec slm npvc catheter defective / damaged the patient was admitted to the hospital for severe vomiting during pregnancy, and the nurse followed the physician's orders for rehydration therapy. Fluids were administered with an indwelling needle, which was retained for 2 days, and the patient reported pain at the eye of the needle. The nurse looks at the patient and removes the needle, finding redness and swelling at the puncture site with a lump, and a crack in the cannula of the needle. The nurse applies medication to the patient's redness and swelling.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. No defective samples and photos have been received for the complaint. 2. DHR bhr review lot 3234451 1 this batch of products were assembled at intima ii auto line 4 in september 2023, and packaged at cfs package line in september 2023. Work order quantity was (B)(4) ea. 2 review the in process test reports and outgoing test reports, and all test results meet the product specifications. 3 review the production records with no nonconformance, deviation or rework activities. 4 review the batch records, no material, process change. The sterilization process is normal, the bi sterility test is passed, and the eo residue test is passed, the products meet the requirement of bi sterility test before release, see the attachment (B)(4) coc 5 review incoming inspection records of catheter, no abnormalities. Spool material, material number 8015334, batch number 2272436, 2347114. 3. The retained sample of the batch is taken, and the catheter is examined under the microscope. No abnormality is found, as shown in the attachment (B)(4). Catheter bending resistance test and 45psi leakage test are carried out on the sample. The test results show that the catheter has good bending resistance, and no leakage is found at the catheter. Please refer to the attachment (B)(4) for the test reports. 4. According to ma feedback, there are many factors causing redness and swelling at the puncture site. Possible related factors include 1 puncture through the blood vessel is not found in time, so that drug leakage or small hematoma, the formation of local swelling. 2 lax disinfection during operation causes infection. 3 some drugs may cause skin redness and swelling. 4 the patient's own physical causes. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion s) there is no abnormality in the production process, no material and process change the sterilization process is normal, and the products meet the requirement of bi sterility test before release no similar complaints have been received from other hospitals regarding this batch of products no defective sample has been received for further detection and analysis, so the root cause of redness and swelling at the puncture site and cracks in the catheter cannot be determined.

Event description:
No additional information provided.